Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or other defects were detected on the sample. A leak test was then performed. A leak was identified. The reported complaint is confirmed. The sample has a hole in the cuff. This type of hole can be caused when the cuff inflated is in contact with some sharp edge, the unit is observed used. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a cuff pressure check before use there was leakage. There was no patient involvement and no patient harm/adverse event reported.